Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the drivetrain motor brake gap was out of specification (too wide) and was not adjustable, likely attributed to the defective component. The secondary reported complaint of "the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during archive data review but not during functional testing. The root cause of the ua07 was the failed load cell module 1, likely due to a defective component or mishandling such as a drop. The load sensing system has detected a weight / load imbalance between the two load cells during power-on-self-test. Load cell characterization test indicated load cell module 1 was over reported (defective). The load cell needs to be replaced to remedy the ua07 error issue. No physical damaged observed on the autopulse platform upon receipt. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The impact of a sticky clutch was not severe enough to make the platform non-functional. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. A review of the archive data showed ua139 (unable to hold compression position) error message to have occurred on the customer's reported event date, thus confirming the reported "system error, out of service, revert to manual CPR" error message complaint. In addition, the archive noted the presence of multiple ua07, thus confirming the reported "ua07" error complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.013", out of the specification (0.008" ± 0.001"), which caused the "system error, out of service, revert to manual CPR" error message. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor assembly needs to be replaced to remedy the "system error, out of service, revert to manual CPR" error. Waiting for service approval. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
Customer reported that the autopulse platform (serial (B)(6)) displayed "system error, out of service, revert to manual CPR " and user advisory "(ua)07" (discrepancy between load 1 and load 2 too large) error messages. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.